Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified matter which was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified matter before further inflation attempts were made. On removal from the bath, the device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was identified 1mm proximal to the proximal edge of the distal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted. A visual and tactile examination identified multiple hypotube kinks along of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-march-2017. It was reported that the device failed to cross the lesion. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed a balloon pinhole leak.